Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a definitive root cause could not be established. The suggested phenomenon was presumed to have been due to the following: reprocessing method conducted by the user after the previous use deviated from the method recommended in the instructions for use (IFU); staff of the user facility was insufficiently trained on device handling and reprocessing in accordance with the IFU. Olympus will continue to monitor field performance for this device.

Event description:
A user facility reported to olympus, that the evis lucera elite colonovideoscope had foreign material in the channel. The event occurred during preparation for use, prior to an unknown procedure. There was no patient involvement, no harm or user injury reported due to the event.

Manufacturer narrative:
The customer suspected device was returned for investigation. The olympus service center was unable to confirm the reported event during inspection and testing. According to the device evaluation, there was no foreign material found inside the scope channel when the customer suspected device was inspected. However, upon evaluation of the returned device the following defects were found, light guide lens, crease on charged coupled device, liquid leaks due to deformation of upward/downward angulation control knob, liquid leaks due to damage of light/right angulation control knob, adhesive on the bending section cover or distal sheath was broken, crease on the connecting tube, poor condition of light guide bundle, distal end worn out, and leakage at distal end. The faulty parts were replaced, and the device was returned to the user facility. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.